Manufacturer narrative:
(B)(4).

Event description:
Additional information: prior to explant the patient was having spasms and not sleeping. There were no wound concerns or wound breakdown. Following explant, the patient was being managed on oral baclofen. The pump was delivering lioresal.

Event description:
The wound became infected following implant. The pump was removed. The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).